Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to this event. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report 1627487-2011-10040. The patient received trial scs leads on (B)(6) 2011. It was reported that the evening of the procedure, the patient developed headaches and nausea that worsened when he stood up. The physician removed the trial scs leads on (B)(6) 2011 and reported that cerebrospinal fluid was observed. It was also reported that the patient was diagnosed with a post dural puncture headache. The physician performed an epidural blood patch which resolved the patient's reported symptoms. The physician reported that in his medical opinion, the symptoms were not device related.